Event description:
"Tech support stated to return heat damaged speculum. Bottom build speculum has bubble, coating is separating from metal speculum. Patient safety." Reference: (B)(4).

Manufacturer narrative:
Ref: (B)(4). *investigation: x-inspect returned samples. *analysis and findings: a review of the 2-year complaint history for the leep graves spec large shows some similar complaints on file. The leep graves spec large is a purchased product. Investigation of the returned leep graves spec large revealed a bubbled coating and the condition of the complaint was confirmed. This complaint condition is indicative of improper cleaning and/or sterilization of the instrument. Coopersurgical's service and repair replaced the instrument for customer due to the non-repairable damage. Reference repair order # (B)(4). The IFU contains very specific direction on cleaning and sterilization in order to avoid degradation of the coating material. The recommended steam autoclave instructions are 270 degrees at 10 minutes. Reference the attached IFU. Root cause is attributed to improper care and maintenance by the customer. Coopersurgical will continue to monitor this complaint condition for any trends. *correction and/or corrective action: no changes to the process or procedure. Coopersurgical will continue to monitor this complaint condition for any trends. *was the complaint confirmed? Yes. *preventative action activity : coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
The complaint condition reported is currently under investigation. A follow - up report will be filed once the investigation has been completed and the findings are available. (B)(4).

Event description:
"Tech support stated to return heat damaged speculum. Bottom build speculum has bubble, coating is separating from metal speculum. Patient safety." (B)(4).